Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited pacing inhibition due to oversensing on the right ventricular (rv) lead channel. A technical service (t/s) consultant reviewed the available electrograms, and determined that the atrial tachycardia response (atr) episodes where inappropriate due to cross-talk oversensing. T/s recommended programming options and lead integrity testing. The device remains in service. No adverse patient effects were reported.